Event description:
A pt service representative (psr) contacted zoll customer support to report that monitor sn (B)(4) would not power on past the splash screen. This monitor was not assigned to a pt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is under investigation. The reported problem (constant resets) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the constant resets. This monitor was not issued to a pt but was in the possession of a psr.